Event description:
It was reported that during a fistulaplasty treatment proceduce, when the wire was removed from the patient, the customer noticed "a burr on the j tip." The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complanant indicated that the wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.